Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a screw on the backup system controller¿s backup battery cover being broken was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and available information indicates that the controller was replaced. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during an implant, while placing an emergency backup battery into the backup system controller, a screw on the ebb cover broke, making it unusable. It was unknown whether there was any delay in the surgical procedure. The controller was replaced.